Manufacturer narrative:
(B)(4). Date sent: 10/16/2015 information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent.: batch #(B)(4) the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a laparoscopic total hysterectomy and salpingo-oophorectomy procedure, the device was used outside of its limits - surgeon was trying to go through very thick tissue (myometrial tissue in fundus of the uterus) and was loading the jaw with too much tissue. The top surface of the I blade snapped off and fell in patient. Was recovered shortly afterwards. Procedure completed with another device. There was no adverse consequence to the patient reported.